Event description:
It was reported while unloading an approximately (B)(6) patient with foot pain to the ER the cot allegedly did not lock and lowered to the ground with the patient. The patient allegedly complained of a stiff back but no further details were provided. Medic 1 alleged arm pain as a result of the incident but did not seek medical intervention and is feeling fine now. A second medic also alleged a strained back while raising the cot back up and he did seek medical intervention and is currently off work.

Manufacturer narrative:
A visual/functional evaluation of the device was conducted on (B)(6) 2015 by an authorized field service technician. The reported incident could not be duplicated and the cot operated properly in all function tests. This cot was 11 years old at the time of evaluation. The customer was contacted and they confirmed neither the patient or medic 1 required any medical treatment for their alleged injury. Medic 2 did seek medical treatment and was off work for 13 days but has since returned to work at full capacity. A historical review of this device revealed there are no prior complaints on the device.